Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the customer refused to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the nurse was injecting doxorubicin with a 60 ml texium bonded syringe and noticed leaks. No harm to patient or nurse. The leaks where "noticed at the white and green sections join together".